Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had damage to the insulin pump. The customer reported the battery cap was chipped. Customer also reported missing pieces and cracks on the insulin pump's casing. The customer's blood glucose was unknown at the time of incident. The customer also reported their blood glucose rose to 430 mg/dl the night prior. The customer reported treating their high with a manual injection. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, peeling keypad overlay and cracked battery tube threads.